Event description:
Sales rep reported the following - (B)(6) called and said a 2 day old wic pnsa pump had sparks shooting from the adaptor. She gave them the customer service number.

Manufacturer narrative:
In the follow up with the sales rep she indicated that she was unable to give any pt info due to the hipaa laws. She did, however refer the customer to medela customer service for add¿l help. Since there is no further info, we are not aware if the customer did or did not call into customer service to report on add¿l info. No further info could be obtained in regards to this issue. Should add¿l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.